Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2018-03282. It was reported that the patients experienced and epidural hematoma which caused weakness in their right leg after an implant was attempted and aborted due to patient anatomy restraints (MFR. Report# 3006705815-2018 and 3006705815-2018-03236). The issue resolved over time.